Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. (Resistor) this evaluation determined that the reported event of "during a nanoscopy surgery after connecting the device, there was an image for a while and then it disappeared" occurred due to a failing resistor.

Event description:
It was reported that during a nanoscopy surgery after connecting the device, there was an image for a while and then it disappeared. After changing the nanoscope to a new one, everything worked fine. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.